Event description:
It was reported that stent damage occurred. Vascular access site was obtained via radial artery. The 3.0x40mm, eccentric, restenosis target lesion with a bend of <=45 degree was located in the mildly tortuous and moderately calcified left circumflex artery to right coronary artery. After a 6f vl3.5 non-bsc guide catheter was engaged and a non-bsc guide wire crossed the lesion, pre-dilation was performed with a 3.0x20 maverick balloon catheter. A 3.00 x 48 synergy ii des drug-eluting stent was advanced for treatment but failed to cross the lesion. When the device was removed, it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.